Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 4 years and 4 months following the implant of a transcatheter aortic valve, central regurgitation of severe severity was identified as well as calcification of the transcatheter aortic valve. Central regurgitation of the patient's mitral valve was additionally identified. Subsequently, a transcatheter aortic valve was implanted valve-in-valve to replace the previously implanted valve. Per the physician, the depth of implant contributed to the event. Additional information was received that the patient was at the facility for the implant of a non-medtronic mitral valve clip and the pre-operative echocardiogram showed a "leak." Therefore, it was decided to implant the non-medtronic transcatheter aortic valve. The angiogram showed the deep implant, and the physicians did not know when it occurred. Additionally, the physician's did not believe that the patient's aortic valve regurgitation contributed to the mitral valve regurgitation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 4 years and 4 months following the implant of a transcatheter aortic valve, central regurgitation of severe severity was identified as well as calcification of the transcatheter aortic valve. Central regurgitation of the patient's mitral valve was additionally identified. Subsequently, a transcatheter aortic valve was implanted valve-in-valve to replace the previously implanted valve. Per the physician, the depth of implant contributed to the event.

Event description:
Additional information was received that the "leak" was the severe regurgitation of the transcatheter aortic valve, and there was no paravalvular leak (pvl).

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.